Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer as it was discarded by the hospital. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2009-00144.

Event description:
It was reported that, "patient was complaining of groin pain. Doctor took a look at x-rays and noticed there was poly wear. Intraoperatively, doctor noticed the cup was loose & poly was worn. Surgeon decided to remove cup, poly, and head." The reported devices were implanted for approximately 15 years.